Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle broke during the injection and was "sticking out" of the stomach. The broken piece was removed by the consumer. The following information was provided by the initial reporter: "called to report a defective pen needle broke during use." "Consumer called back and stated needle broke during the injection, when she noticed the needle was not on the hub, she noticed the needle was sticking out on her stomach, she was able to remove it. She did not seek medical attention." "Consumer uses new needle each time of her injection. She visually tests the needle to see it is straight."